Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A check syringe plunger sensor error was found in the event history log (ehl). This was likely the failure the customer referenced. The error was reproduced during functional testing. The investigation determined that the syringe plunger sensor error occurred because the pump had sustained a very damaging impact. A user interface issue was established as the root cause. The unit was determined to be beyond economical repair. No repairs were made.

Event description:
It was reported that the medfusion pump exhibited an unspecified system failure. No patient injury or complications were reported in relation to this event.